Event description:
It was reported that the procedure was to treat a moderately tortuous, mildly calcified, eccentric and 90% stenosed distal circumflex artery. A 2.25 x 15 mm nc trek was advanced to the lesion; however, the balloon could not inflate above 4 atmospheres. The balloon was removed and a 2.25 x 15 mm hiryu balloon catheter was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: runthrough hypercoat; guide catheter: heartrail 6f jl3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.